Event description:
Initial result for a patient pth was 72.38 pg/ml. When repeated, the result was 20.92 pg/ml. The incorrect results were not used to guide therapy. The field service representative found the sipper probe was damaged and repaired the instrument by replacing the probe.